Event description:
It was reported that the ventricular lead had a moderately high threshold of 2.5v at 0.4 ms and was scheduled for replacement. However the patient respiratory arrested due to sedation and the doctor decided to not replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.